Event description:
Caller states that during a correlation study the following coaguchek s/ coaguchek xs results were obtained: 1.5 inr/2.0 inr. 2.0 inr/2.7 inr. 2.2 inr/3.1 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.